Event description:
A malfunction alarm was reported during the pumping process. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer's pump was replaced by the technical support team. The customer was instructed to use manual daily injections as a backup therapy and informed on how to put the pump into storage mode before returning it. The customer understood the instructions and agreed to return the problematic pump via a pre-paid label within 10 days.